Event description:
It was reported that: patient complains of hip pain, swelling for over a year. He has also experienced some itching around hip area. Patient has difficulty walking. Patient does not know the type of implant he has.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.